Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed an inaccurate fill estimate immediately after loading a new cartridge. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issue with tandem technical support. Reportedly, the customer reverted to manual injections for alternate insulin therapy.